Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.